Event description:
It was reported that when using the bd pyxis medstation es system orders were not crossed and updated. The customer reported that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist rebooted the station and reset the ports to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacturer's details were kept blank since the given asset information was found to be es vm small 2016 server w/sql.